Manufacturer narrative:
Additional information h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off during an infusion of epinephrine. The pump screen turned red and shut off without an alarm or warning for low battery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. B5: additional information was received indicating there was no adverse event or injury to the patient as a result of this event which occurred in the intensive care unit (ICU). The "defective" battery was replaced and no issues were found after. Should additional relevant information become available, a supplemental report will be submitted.